Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor worked intermittently, the needle bearing was worn, the ball bearing was damaged, the swivel was loose, the unit was out of calibration and the control bar was not in the correct position. The unit was recalibrated and the motor, bearings, swivel, and thickness control shaft were replaced and resolved the reported issue device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Device is not working. There is no additional information. Investigation found the motor worked intermittently. No adverse event was reported as a result of this malfunction.